Event description:
It was reported that an undefined malfunction alarm occurred. Blood glucose levels remained between 54-500 mg/dl, which is within a typical range. Technical support arranged for the pump to be replaced and instructed the caller to use multiple daily injections as backup therapy.